Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem had been implanted for approx 20 - 30 min. On removal of the initial stem, it was noted that some of the ha coating had come away from the distal medial side of the stem.